Event description:
The genesis stent was implanted in the ostium of the left pulmonary artery. The stent migrated back to cover the right ostium. A catheter was passed through the stent strut to further dilate the stent.

Event description:
This report is being filed upon notification from our MFR in (B)(4), to submit this event that happened in (B)(6). Problem: pt had a mr scan. The pt was scanned with the sense body coil. Directly after the examination, a second degree burn (size unk) was discovered on the upper thigh of the pt. During the examination, the pt was moved and as a result the coil cable directly contacted the pt's skin.

Manufacturer narrative:
It was reported that the 19mm genesis stent was implanted in the ostium of the left pulmonary artery. The stent migrated back to cover the right ostium. It is not blocking flow, a catheter can still be passed into the pulmonary artery and as the patient grows with age, it can be expanded to the point that it might even shorten enough to move itself into better position. No further clinical or procedural information has been obtained. The stent remains implanted and therefore, is not available for analysis. The lot number is not available; therefore a device history record review cannot be completed. Based on the limited available information no conclusion can be made regarding the reported event; however, procedural factors including vessel size and characteristics may have contributed.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.